Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they thought their implantable pulse generator (ipg) was not "beating right." No additional information was able to be obtained. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.